Event description:
It was reported with the use of the bd vacutainer sst blood collection tubes there was an issue with underfill. *upon further review, this complaint is not MDR reportable and should not have been reported. When a tube does not fill there is no potential for harm/serious injury because there is no sample to test. There will not be any risk of generating or reporting erroneous results that may lead to misdiagnosis /treatment of patient. If further evidence supports device malfunction, this complaint will be re-evaluated.

Manufacturer narrative:
This complaint is not MDR reportable and should not have been reported. When a tube does not fill there is no potential for harm/serious injury because there is no sample to test. There will not be any risk of generating or reporting erroneous results that may lead to misdiagnosis/treatment of patient. If further evidence supports device malfunction, this complaint will be re-evaluated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with underfill.